Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x16mm promus element ¿ drug eluting stent (des) was advanced to treat the lesion. However, upon deploying the stent, it was noticed that the stent was missing from the stent delivery system. The procedure was completed with a different device. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent had detached from the delivery system and was not returned for analysis. As part of the analysis a review of the manufacturing data for the stent profile was performed. The manufacturing process has controls in place to confirm stent securement prior to shipping. During the manufacturing process, stent profile is confirmed on 100% of the promus element devices manufactured. The stent outer diameter (od) is measured and verified against specification for the product prior to packaging and shipping. Product not meeting this requirement is scrapped. The maximum crimped stent profile od (outer diameter) for the returned device at the time of manufacture was checked. The returned device met the pre-dilatation maximum od specification for promus element upn (B)(4). The tip was visually and microscopically examined and no damages were noted. The balloon body was reviewed and no issues were noted. Crimp stent markings were visible on the exposed balloon wall indicating the stent was crimped on the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x16mm promus element¿ drug eluting stent (des) was advanced to treat the lesion. However, upon deploying the stent, it was noticed that the stent was missing from the stent delivery system. The procedure was completed with a different device. The patient's status was stable.